Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2017. It was confirmed that after the surgery, the patient had no obvious side effects, but also did not experience a good symptom control effect; there was not a greater than 50% reduction in symptoms. It was also noted that there was suspicion of target location error so two electrodes were replaced. It was stated that the cause and what troubleshooting was performed related to the event were unknown.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Information was updated: product ID: 3389s-40, lot# va19pkc, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead product ID: 3389s-40, lot# va19u5a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the replacement had resolved the patient not experiencing a good "symptom control effect".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown if a target location error had occurred. It was unknown if the patient not experiencing a good symptom control effect was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received confirms this event has been reported under two regulatory reports. All further information received will be sent under regulatory report number 3007566237-2017-02554. If information is provided in the future, a supplemental report will be issued.